Event description:
Procedure: ileal conduit/neobladder?prostatectomy/lymphadenectomy - robotic case. According to the reporter: when they were ready for the side to side anastomosis, the tissue kept slipping down, not being properly grasped held by the cartridge. The tissue was lifted and slipped time and time again. This caused damage to the lifted tissue and had to be hand sewn to finish off the anastomosis. This added one hour to surgery. The endogia mechanism was tested and seemed to work just fine; perhaps it was the cartridge. Used another device without further consequences. No patient injury or ill-effects. No unanticipated tissue loss, or bleeding. Patient current status reported as recovered. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4).